Event description:
It was reported that high capture threshold and high pacing lead impedance were observed. The patient does not require ventricular pacing. The lead remains implanted and will be monitored. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.